Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try various troubleshooting steps, including checking the power source and using alternative charging cables and adapters, but these efforts did not resolve the issue. Consequently, technical support decided to replace the pump. The customer planned to use multiple daily injections as backup therapy.